Event description:
The pt received two leads with the same lot number. It was reported the pt had ineffective stimulation. The sjm rep had reprogrammed the pt several times. It was reported the pt had regained stimulation with reprogramming in the past. X-rays showed no anomalies. F/u identified the stimulation was again ineffective; it was reported the next course of action may be surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.